Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that on (B)(6) 2026 the unit was setup on a patient for a blood infusion. Unfortunately, after several hours the unit had not infused the blood, and the bag was still full. System logs indicate the unit was operating correctly. There was patient involvement but no harm. Additional information received: (B)(6) 2026: customer confirmed there was no patient harm. The infusion was programmed interoperability and barcode scanning. The device only alarmed at what should have been the completion of the infusion. Devices are not available to be shipped.